Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("essure was stuck in the surrounding tissue") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube spasm ("insertion in two times because the left fallopian tube cramped") and complication of device insertion ("the procedure could not be completed because the left fallopian tube cramped"). At second insertion, she experienced procedural pain ("insertion was painful"). In (B)(6) 2015, the patient experienced adverse event ("physical complaints (nos)"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the embedded device, procedural pain, adverse event and complication of device insertion outcome was unknown. The reporter provided no causality assessment for adverse event, complication of device insertion, embedded device, fallopian tube spasm and procedural pain with essure. The reporter commented: in (B)(6) 2012 the essure has been inserted in two times. Because the left fallopian tube cramped the procedure could not be completed. The second time the insertion was painful. In (B)(6) 2015 patient returned with these complaints. Ultrasound did not show any abnormality. In (B)(6) 2015 it was decided to have the essure removed. Finally it appeared that the essure was stuck in the surrounding tissue. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2015: no abnormality. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 04-sep-2017 for the following meddra pt: embedded device: n° 369 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.